Event description:
The wand holder could not be tightened enough to securely hold the inserter wand for once customer. If the wand holder clamp is not secured tight enough, there is some risk that the wand could slip through the wand holder and contact the brain. There was no report of patient injury. Note: the denver district office of FDA was notified of the recall of the affected wand holders. The FDA district office issued recall number: z-1619-2010.

Manufacturer narrative:
The initial reporter did not indicate which serial number of wand holder was used; both serial numbers (B)(4) were returned. Both devices had the dimension stack up concern and would not hold the inserter tightly. Evaluation summary: the failure was duplicated in-house with current wand holders and inserters. Both the inserter and the holder are within their specifications. Both the inserter and the holder parts have the same tolerances of 0.375" +/- 0.005. It was found that the inserter outer diameter cannot be less than 0.002" of the internal diameter of the holder or it will not hold the wand tight.